Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2: ref MFR report: 1627487-2012-07082. It was reported the pt had been experiencing the system to become hot while recharging the device and subsequent blistering around the ipg implant site. The pt also reported experiencing pain in his left leg. The blistering has resolved. The pt is working with his physician to address the issue. On (B)(6) 2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.